Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 produced clicking sounds when accessed but did not open any cubies, causing the workflow to hang until login timeout, with the issue identified as drawer-related rather than a specific cubie. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. The customer added that the issue caused a 72-hour delay in retrieving the medications for the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy drawer 6 was not functioning. A field service engineer (fse) replaced the drawer to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.